Event description:
During the beginnig of the routine hemodialysis treatment,the operator realized that she had forgotten to remove the waste line connection from the saline priming spike.the operator removed the waste line connector from the priming spike and treatment continued.upon completion of a routine hemodialysis treatment,just prior to rinseback, the operator noticed that the saline bag was yellow in color and was bulging. No rinseback was performed due to a 210cc blood loss.no medical intervention was required.